Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had insulin squirting out during the prime process and had an compromisee force sensor system alarm. It was also reported that the drive support cap was sticking out. Troubleshooting was performed. The insulin pump is returning.

Manufacturer narrative:
Unit motor function properly and no slow or rewind anomaly noted. However, unit received compromised force sensor system alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform operating currents, unexpected restart error test, self test, basic occlusion test, occlusion test, prime test, excessive no delivery test due to compromised force sensor system alarm. No unexpected numbers ramping/scrolling during testing. Unit had minor scratched lcd window, cracked lcd window, broken battery tube threads, broken reservoir tube lip, missing o-ring (reservoir tube) and cracked case at reservoir tube window corners.